Event description:
It was reported that during a bph prostate procedure the fiber tip detached . It is not known at this time how the case was completed. Patient outcome ¿ok" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and metal cap are detached; the fiber is broken at proximal side of fiber/glass cap fusion zone; the glass cap /metal cap are not returned; the outer flow tubing open end exhibits severe melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.